Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the pulse generator, right ventricular and right atrial leads had exhibited episodes of noise for the past several months. The noise was not reproducible in clinic with isometrics. The clinician suspected that the noise was caused by can to lead noise. On (B)(6) 2017, the right ventricular lead and the device were removed and replaced. The right atrial lead was capped and not replaced due to the patient's history of atrial fibrillation. The patient was stable following the procedure.